Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased wbc results generated on the alinity hq analyzer for a 73-year-old female patient. The results did not match the patient¿s previous results and therefore were not released out of the lab. The sample was tested on a non-abbott instrument and the result was higher. A slide review of the sample showed many small lymphocytes and no nucleated rbcs. The customer provided the following data for sample ID (B)(6). On (B)(6) 2024 generated a wbc value of 9.65 with invalid diff (boundary not found). Sample was rerun with similar results, total wbc count of 10.1, invalid diff (boundary not found). Non-abbott instrument: (B)(6) = 138.6 10e9/l (ref range 4.5-11.0) there was no reported impact to patient management.

Event description:
The customer observed falsely decreased wbc results generated on the alinity hq analyzer for a 73-year-old female patient. The results did not match the patient¿s previous results and therefore were not released out of the lab. The sample was tested on a non-abbott instrument and the result was higher. A slide review of the sample showed many small lymphocytes and no nucleated rbcs. The customer provided the following data for sample ID (B)(6) on (B)(6). On (B)(6) 2024 generated a wbc value of 9.65 with invalid diff (boundary not found). Sample was rerun with similar results, total wbc count of 10.1, invalid diff (boundary not found). Non-abbott instrument: (B)(6) = 138.6 10e9/l (ref range 4.5-11.0). There was no reported impact to patient management.

Manufacturer narrative:
Alinity hq processing module serial number (B)(6) was evaluated, and analyzer analysis determined that a cluster of high fluorescent small lymphocytes (lym) were located in the section where nucleated rbc (nrbc) are located for measurement, thus resulting in a decreased count. Upon review of the complete blood count (cbc) results, the white blood cell (wbc) differential results were invalidated, indicating the verification the results were required. Labeling was reviewed and was found to address the customer reported issue. The alinity h-series operations manual indicates certain pathological samples may contain fragile lymphocytes, which may appear as highly fluorescent lymphocytes. In certain samples, interference between highly fluorescent lymphocytes and nrbc may occur that potentially impact both wbc count and nrbc count. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of ticket tracking and trending did not identify a trend for the alinity hq, nor was an increase in complaint activity found. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alinity hq and customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity hq processing module serial number (B)(6).

Manufacturer narrative:
Correction was made to field d2b pro code. The incorrect code of grz was changed to gkz. This was a typographical error correction and there is no further impact to the submission.

Event description:
The customer observed falsely decreased wbc results generated on the alinity hq analyzer for a 73-year-old female patient. The results did not match the patient¿s previous results and therefore were not released out of the lab. The sample was tested on a non-abbott instrument and the result was higher. A slide review of the sample showed many small lymphocytes and no nucleated rbcs. The customer provided the following data for sample ID (B)(6) on (B)(6) on (B)(6) 2024 generated a wbc value of 9.65 with invalid diff (boundary not found). Sample was rerun with similar results, total wbc count of 10.1, invalid diff (boundary not found). Non-abbott instrument: (B)(6) = 138.6 10e9/l (ref range 4.5-11.0) there was no reported impact to patient management.